Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received shocks for noise. The physician did not like the impedances tested on the competitor lead, and therefore requested a new lead. He did not indicate that there was anything wrong with the set screw. The device remains implanted.